Manufacturer narrative:
Method: device history records, complaint history and current packaging insert review. Eval summary: an eval of the device cannot be performed as the device was discarded by the hospital and not returned to the MFR. Based on the limited info provided, the results of the investigation indicate that there are no issues for the reported devices in this event. Polyethylene wear on tibial insert and patella components is expected, especially after they were implanted for more than eighteen years in the reported event. With all joint replacements, asymptomatic, localized, progressive bone resorption (osteolysis) may occur around or remote from the prosthetic components as a consequence of foreign body reaction to particulate matter. Osteolysis can lead to future complications necessitating the removal and replacement of prosthetic components. The device history review for the reported lot of inserts indicates that devices were mfg and accepted into stock with no reported incidents. The product experience reporting database (2004 - present) shows that there have been no other reported events regarding cat# 6630-1-109, lot# tsspa, and all other lots.

Event description:
It was reported that "revised due to osteolysis poly wear."